Event description:
Customer reported that he was unable to complete the rewind due to an alarm for a loose drive support cap. The blood glucose reading was 148 mg/dl. He reported that the drive support cap was flush but that he had not pressed on it while connected. Nothing further was reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.